Event description:
The manufacturer received information alleging device is sounding an alert with the screen stopping at the hourglass screen but is providing airflow. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the issue was confirmed that device did not operate with the hourglass screen. Since the device condition was resolved by replacing the display board, it was determined that this issue was caused by a malfunction of the display board. Additionally, the proportional valve was replaced since the cable was crushed and since the exposed core wire was confirmed, the external flow sensor cable was replaced. These findings were not related to the reported malfunction/issue. There was no report of shock or any harm/injury due to the exposed wire.